Event description:
A doctor's office alleged that the tips of the autofit greater taper gutta percha had broken during root canal procedures on approximately four (4) patients. This is the third of four (4) reports.

Manufacturer narrative:
Specific information with regard to the patient's gender, age, and weight were not provided. Although the doctor's office identified two (2) different catalog numbers associated with the breaking tips, the office could not verify which catalog number was used on each patient; therefore, no catalog numbers were identified in this report. The catalog numbers involved in the alleged incident are 972-0104 and 972-0103. The doctor used files to enlarge the canal and retrieved the broken part. The doctor repeated the procedure and completed the patient's root canal during the same office visit. To date, the patient is doing fine. The product has not been returned and the lot numbers provided were invalid; therefore, no evaluation can be conducted.